Event description:
Patient had an adverse reaction to this medication. However, the user was unable to provide any additional details. No additional information reported or available regarding this event. Pae(preventable adverse events) reported by hcp, who does consent to follow up. Reporter information: (B)(6). Ae-48811. Ref report: mw5158278.